Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the facility but was not able to reproduce the reported failure. Since the issue could not be replicated, the fse was not able to determine the root cause of the reported issue and no parts were replaced. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the system camera arm would not move. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use. Surgical ports had been placed when the reported issue happened. The surgeon mentioned he couldn't move the system camera arm forward and back but had no issues moving from right to left. After an hour of troubleshooting with isi technical support, the surgeon opted to perform the procedure laparoscopically. There was no report of additional anesthesia administered to the patient and no report of intraoperative or postoperative complications.